Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg)displayed as "high" on bg meter. Cause was unknown. Reportedly the customer was "tripping over her feet and bumped into the wall causing her to scratch herself". Elevated bg was addressed via a correction bolus. Tandem technical support confirmed that the pump was functioning as intended; however,root cause could not be determined. Customer declined further follow up from tandem technical support.